Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage/electrical damage of the door assembly. A review of the device history record for (B)(4) was performed from date of manufacture 08/01/2011 to present date 11/30/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that there was physical damage to the device. There was no patient involvement.